Manufacturer narrative:
H3 other text: the customer requested just a replacement processor pca with no engineer evaluation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer needs to order replacement part. Request for more information regarding malfunction has been sent out. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.